Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 457 mg/dl. Customer was not using insulin pump within 48 hours of 224 mg/dl blood glucose event. Customer was not using automode during 48 hours of reported event. Customer was treated with insulin pump and blood glucose was 382 mg/dl. Insulin pump will not be returned for analysis.